Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulties and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other proglide device referenced is submitted under a separate manufacturer report#.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of the first proglide were successfully pre-placed. When an attempt was made with the second proglide device, a suture break occurred when removing the needle plunger after deployment. The sheath was upsized to a 14f and the tavr procedure was completed. Post tavr another proglide device was deployed; however, a cuff miss occurred. An additional proglide was used and deployed successfully. Hemostasis was achieved with the pre-placed proglide sutures of the first proglide along with the sutures of the additional successful proglide deployed post tavr. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.